Event description:
On 4/22/2024, it was reported by a sales representative via phone that two ar-4030c-11 fastthread biocomposite interference screws broke during insertion. With the first screw, the surgeon did not use a tap. With the second screw, a tap was used, but the anchor still broke. The patient had hard bone. All the broken fragments were removed. The case was not delayed. A third ar-4030c-11 fastthread biocomposite interference screw, from another lot number, was used to complete the case. This was discovered during an aclr procedure on (B)(6) 2024.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause is attributed to misuse due to misaligned insertion and/or prying/leveraging the device during use.